Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired and/or the fiber was damaged at the tip at 25,000 joules. Per the customer, the fiber cap detached. Also, it was reported that the fiber cap was retrieved. Per the customer, the fiber had no aiming beam. No patient injury was reported.